Event description:
The rptr did back to back (rapid succession) blood glucose tests. Pt's results were 142, 182, 169 and 177 mg/dl. Pt did not have any syptoms. Irregular test strip reaction noted. Control testing was not done due to lack of supplies. On follow-up, the rptr stated a few strips from the lot would not react. Unused strip would be white, but after blood was applied, had a white line through length of the confirmation dot. Reportedly has a good sample. Has been cleaning meter with alcohol. Using new strips. Pt has not had an issue. No harm was alleged.